Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with the reset. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if the malfunction code reappeared.